Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's stimulator has not worked for years. They could not clarify which year it stopped working. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as they did not have the programmer with them and were not with the patient.